Manufacturer narrative:
The sample was collected on (B)(6) 201 and stored in the refrigerator until instrument was analyzed on (B)(6) 2011. Per customer, the sample did not have the recommended collection volume and was analyzed in a 0.5 ml sample cup each time. Qc was within specifications on (B)(6) 2011 and on (B)(6) 2011. A system check was performed on (B)(6) 2011 and on (B)(6) 2011, both met specifications. System calibration was completed on (B)(6) 2011 service was offered, however, the customer declined. Although a sample issues was addressed, no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to elevated psa results for one patient's result, which did not match the clinical presentation, generated by the access 2 immunoassay analyzer. The result was reported out of the lab. The sample was repeated on the same instrument and higher results within the normal reference range were obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.